Event description:
It was reported that during the implant procedure, the atrial lead exhibited intermittent loss of sensing and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.